Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was brought into the office as the clinic was not getting remote transmissions. The device was noted to be taped to the patient's belly. According to the patient, the implantable cardiac monitor "fell out and was lying in their bed." A new device was implanted. No patient complications have been reported as a result of this event.